Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was noted that the balloon popped at 19.5 mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event.